Event description:
The patient had a calcified and tortuous distal right coronary artery (rca). Resistance was encountered during the advancement of the stent delivery system (sds). Therefore, the physician attempted to remove the sds back into the guiding catheter (gc). The stent dislodged in the patient at the lesion site. The stent was deployed covering most of the lesion, and then another stent was placed distal to cover the rest of the lesion. There was not patient injury reported.